Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under- responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during the investigation, the original complaint was not able to be duplicated. The keypad was intact and all the buttons responded appropriately to user presses. Unrelated to the original complaint, when the pump was powered on, the display appeared to be dim and discolored. Additionally, it was observed that when the keypad was removed, there was contamination found under all the contacts. The pump was opened and there was moisture found on internal components.